Manufacturer narrative:
(B)(4). Summary of investigational findings: the review of the imaging confirms perforation, describes insignificant filter tilt up to 10 degrees, and reports major difficulty attempting to retrieve the filter. Filter retrieval is ultimately successful. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. A root cause for the perforation cannot be determined based on the imaging. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the primary reason for the filter placement was current dvt with a contraindication to coagulation due to a planned orthopedic surgery. Using the right internal jugular vein as the access site, a gunther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. The filter was placed in the ivc infrarenal site, and the ivc diameter at the intended filter location was 27.3 mm. There was no evidence of filter migration or extravasation of contrast after filter placement. Evidence of filter deformation was present due to an uneven distribution of the filter legs. Filter legs did appear outside the column of contrast after filter placement. Angle of filter tilt in the ap view was 5.9 degrees. On (B)(6) 2015 (148 days post-procedure), the patient underwent retrieval of the study filter because it was no longer clinically needed. Filter legs did appear outside the column of contrast before the filter retrieval attempt. There was no thrombus present in the filter. The pre-retrieval x-ray revealed no evidence of filter fracture, embolization, migration, or tilt. Filter retrieval was initially attempted with a gunther tulip retrieval set via the right internal jugular vein. The physician reported major difficulty attempting to retrieve the filter. Additional devices utilized during the retrieval procedure include an amplatz gooseneck snare kit and grasping forceps (jaws). The filter was successfully endovascularly retrieved, and there was no extravasation of contrast after retrieval. Patient outcome: the patient remains in the study and no further applicable adverse events have been reported.